Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff experienced mesh erosion and mechanical dysfunction of genitourinary device. Furthermore, it was reported that the plaintiff died. No cause of death was reported.